Manufacturer narrative:
(B)(6). The issue was resolved on a call with technical services (ts), therefore no further evaluation at this time. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the clinical specialist (cs) was getting a task flow error in spine 2.1 whenever she tried to select any procedure. She was unable to proceed further in the software. The cs did a software uninstall/reinstall and it resolved the issue. There was no patient present.

Manufacturer narrative:
Event occurred at medtronic powered surgical solutions site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.